Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal p sys ii with 2.5% glucose and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex 6000ml (sys ii with 2.5% glucose) and extraneal viaflex, 2500ml (frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis and was hospitalized. It was not reported if laboratory testing was performed or if remedial treatment was rendered. The cause of the peritonitis was not reported. Outcome for the event was not reported. Dianeal and extraneal therapies were temporarily withdrawn. The patient's medical history and concomitant medications were not reported. The reporter did not provide causality for the event.